Manufacturer narrative:
Conclusion: the device was not returned for analysis and no procedural films were submitted for review. A device history review was not required as the event description did not indicate a potential manufacturing issue. However, manufacturing controls are in place to ensure that the device met specification requirements prior to release from the manufacturing facility. Cardiac arrest can be due to several etiologies and are typically related to patient medical condition, comorbidities, and/or procedural factors. In this case, it was reported that the patient became hypotensive after a pre-implant balloon aortic valvuloplasty and prior to introduction of the valve for implant. These complications are listed in the device instructions for use as potential adverse effects. There was no information to suggest a device quality deficiency related to the patient's cardiac arrest or subsequent death. The cause of the patient's cardiac arrest and subsequent death and a potential relationship to the delivery catheter system, cannot be established with the limited information available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, and after a pre-balloon aortic v valvuloplasty (bav), hypotension occurred. It was suspected that there was severe aortic insufficiency following the bav. The valve was implanted and cardiopulmonary resuscitation (CPR) was initiated. Subsequently, cardiopulmonary bypass was initiated but the patient expired.